Manufacturer narrative:
The device was returned to olympus for evaluation and customer's allegation was confirmed. In addition, the device evaluation found the cleaning brush was broken inside the channel-tube which had been taken out, there was insufficient angle determined due to wear of angle wire, and the play of upward/downward angulation control knob is out of the standard value were found. The customer provided the following information with regards to the event: the device was not used on a patient with the foreign object attached to the device. The user inspected the device prior to use and no defect was detected. The device was appropriately precleaned without any delay after procedure. There were no abnormalities with reprocessing accessories. The manual cleaning was performed within an hour after procedure. The device was appropriately rinsed before manual disinfection. All scope channels were connected with tubes when the scope was set up into the reprocessor. The instrument/suction channel was aspirated with water using suction pump the instrument channel, suction channel, air/water valve/suction valve, biopsy valve were all inspected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscopy had foreign matter in the channel tube. The issue was found during preparation before use. The diagnostic gastroscopy procedure was completed using another similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the root cause of it. The event can be detected/prevented, in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3: ¿preparation and inspection¿. Evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3: ¿cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.